Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient faced high blood glucose and diabetic ketoacidosis on (B)(6) 2023 due to adhesive tape on the site connector is not sticking properly. The product was reported damaged prior to use. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Complaint investigation results: review of complaint record data base (B)(4) description and all available information was completed, and lot number 5393383 was provided. Complaint was classified under malfunction code: component defect- malfunction code not on list, with specific mention of adhesive issue in event description. A similar complaints search in the electronic quality management system (eqms) system performed on 24-jan-2026 for against "lot number" "5393383" no similar complaints were identified for this lot and adhesive related issues. A query was run in the eqms on 24-jan-2026 against "batch/lot number" "5393383" under corrective and preventive action (CAPA) family scope. No records were found with lot 5393383 referenced were related to adhesion issues. Batch record, returned product and retention samples were tested as part of data base (B)(4). Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers mio advance products and the time period review. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: data base (B)(4) opened to review design inputs for 3-day adhesives. Data base (B)(4) opened to complete associated method validation and verification testing. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analysed.